Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, during an operative hysteroscopy, the gynaecologist observed, upon first use of a single-use bipolar resection loop, the intrauterine projection of an unusual fragment that appeared to be a piece of metal. The procedure was temporarily halted. The fragment was retrieved. The integrity of the resection loop was checked (intact). The origin of the fragment was tested with a magnet: it was found to be "non-metallic," but still considered suspicious by the surgeon. The procedure was halted to investigate the origin of the foreign element. This led to a prolongation of surgical time. A new resection loop had to be used. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Device evaluation: the findings outlined in the final report without the product have been confirmed during the product investigation after product return. The electrode provided is used, but complete and it can be excluded that the also provided particles are from the electrode. Therefore, it is concluded that there is no failure on the electrode. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Additional information: as the device in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. The investigation was completed on sep 23, 2025. The device product history records (DHR) have been checked for the available batch number and found to be according to the specification, valid at the time of production. The customer description "the integrity of the resection loop was checked (intact)." Leads to the conclusion, the foreign object in question may be from another instrument used during the procedure. Based on the available information, it is concluded that there is no failure on the electrode. The event is filed under internal karl storz complaint ID: (B)(4).